Event description:
During an initial 3-level anterior cervical fusion, c4 - c7, on (B)(6) 2012 following an inter operative x ray, surgeon wanted to revise one screw. While using the extraction screw driver, the thin, internal mating pin tip broke off in the screw head, flush with screw. The broken tip remains in the screw, and the screw remains implanted in the patient. Approximately 10 minutes was added to the case. Surgery was completed and no adverse effect to the patient was noted.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.